Event description:
Sensing difficulty, fracture and visible insulation damage infection.both leads had sensing difficulty, fracture and visible insulation damage. Add'l infor 4/23/99 indicated physician felt leads were probably damaged during the repositioning procedure performed 2 weeks post insertion and was not device related.